Event description:
It was reported that a malfunction, identified as malfunction code 24, occurred. There was no adverse impact to the customer's blood glucose level. The customer switched to using a backup insulin pump while waiting for a replacement. Technical support arranged for a replacement pump to be sent and provided instructions for returning the faulty pump to tandem. The customer understood and acknowledged all instructions given.